Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that pt had undergone a surgery at the clinic [i.e. A clinic] in 2003. A bard composix implant was implanted . In 2004, a surgery was performed on the implanted mesh; the mesh was removed in 2005.